Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manger (stm) was dispatched and evaluated the iabp. The stm found error codes 111 and 112 in the log files. The stm was able to reproduced the reported issue by tapping on the ui cable connection on top of the iabp. To fix the issue the stm replaced both the coiled cord cable and the backplane to coiled cord cable. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) went blank and emitted a high pitched noise when turned on. No patient involvement or adverse event was reported.